Event description:
Hello, I (B)(6) have sent our information regarding (B)(6) death on (B)(6) 2020 due to complications done by a defective medical device, a polypropylene non-absorbable hernia mesh that was implanted in a incisional hernia repair surgery in 2003 by dr. (B)(6) that is refusing for 4 years to give us the name of the mesh and manufacturer. Please help us to analyze and identify the photo sample mesh and sample of the polypropylene surgical mesh with tissue on it. Please help us. On (B)(6) 2019 (B)(6) had a partial hernia mesh removal surgery done by FDA dr.(B)(6). Dr. (B)(6) ordered pathology specimen (B)(6) on (B)(6) 2019 and the result of the surgical pathology report case (B)(6) on (B)(6) 2019. Pathologist (B)(6) from (B)(6). On (B)(6) 2019 dr. (B)(6) gave us also a small sample mesh from the partial surgery mesh removal on (B)(6) 2019. On (B)(6) 2020 (B)(6) had the major, critical surgery removal of the mesh by dr. (B)(6). On medical records 4 and 5 dr. (B)(6) page 4 ordered pathology specimen (B)(6) on (B)(6) 2020 from (B)(6) total polypropylene surgical mesh surgery and the result of the pathology report sent by pathologist (B)(6), do on (B)(6) 2020 regarding case: (B)(6) on page 4 and continuation on page 5 of mesh description, mesh pink-tan and broken mesh dimensions 12.0 x 11.0 x3.0 cm, etc. We requested the pathologists to keep all information regarding the (B)(6) removed mesh indefinitely. From our research and our photo of the mesh we believe it is a bard/davol polypropylene non-absorbable hernia mesh. From our vast research, our understanding is that bard/davol manufacturer was giving kickbacks to doctors and hospitals to use these polypropylene mesh. It is difficult to get the truth. This is why it is possible that dr. (B)(6) is refusing to help. We believe FDA had recalls on 2005, 2006, 2007 and later. We have all medical records from 2017 to (B)(6).2020, with all cat scans, films, disks, verbatorium from (B)(6). Except the name of the mesh and manufacturer. Mesh infections began in 2016 (B)(6) went to the hospital for abdominal pain, distended abdomen, skin hot at touch, red looking side of surgical incision at the hernia, nausea, high temperature and sepsis. Dr. (B)(6) from (B)(6) hospital refused our request or infection doctor's request to read cat scan and find out the name of the mesh. In 2017 (B)(6) went to (B)(6) hospital till his death in (B)(6) 2020. Here the hospital identified the fact that an infected mesh was causing this infection and sepsis and the mesh must be removed. However doctors could not remove the mesh because it was extremely risky and dangerous that the patient might die. Doctors began treatments to keep him alive. Therefore (B)(6), continued to have ongoing infections, to suffer huge complications, many surgeries, severe pain, migration of the mesh, fistula, mesh attached to the colon, punctured colon by broken mesh, blood transfusions, scarring, colostomy, purulent drainage and feces into the abdomen and more, till all these complications caused by an infected broken mesh led to (B)(6) death on (B)(6) 2020. He left behind his wife and daughter, (B)(6). We want to file a lawsuit against the manufacturer of the mesh of late (B)(6) behalf on multiple counts, including manufacturing defect, design, defect, failure to warn, negligence, and wrongful death among others. Forensics labs want to deal only with attorneys and refused to deal with us. Attorneys do not want to take our case without the name of the manufacturer. Meanwhile the statute of limitations is ticking in (B)(6) 2022. We would like to speak with a real person that answer the phone at the FDA or talk with a representative in (B)(6). Please contact us or provide a phone number for us to call and speak with a real person directly. We need your help desperately. We complained to the attorney general, (B)(6) medical board of doctors, tv news to try to get to the bottom of this. Also, we will picket publicly for the entire country to see in (B)(6) 2022. Thank you so much, (B)(6) the pathologist has the mesh and samples that you can see at your request and you have our approval. We also have a piece of the mesh and a photo. Here you will find the dimensions of the mesh: included report of the pathologist that had a broken piece of mesh attached to the colon with the dimensions: 12.0 x 11.0 x 3,0cm. "Included final diagnosis on page 4 and 5: a) soft tissue, specify site, mesh b)soft tissue, specify site, small bowel fistula result a. - mesh - explanted mesh and adherent fibroadipose tissue with chronic inflammation, granulation tissue and calcification result b - small bowel fistula resection - full thickness defect and serosal adhesions dc/ll gross description result a. Received in formalin labeled with patient's name "(B)(6)" and "mesh" are two pieces of disrupted pink-tan surgical mesh material (dimensions: 12.0 x 11.0 x 3.0cm)with adherent pink-ten rubbery, fibrous tissue. Sectioning through the apparent tissue reveals fibrous cut surfaces with no discrete masses identified. Representative sections of adherent tissue are submitted in cassette a. Result b. Received in formalin labeled with patient's name "(B)(6)" and "small bow please send me an email for me to upload medical r." Safety report ID#:(B)(4).